Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. The patient presented with st-elevation myocardial infarction (stemi). The target lesion was located in the proximal left anterior descending artery. Following predilation with a 2.25x15 emerge balloon catheter, a 3.00x16 synergy ii everolimus-eluting platinum chromium coronary stent system was deployed and was post dilated with a 3.0x12 nc quantum balloon catheter. The procedure was completed. However, post-procedure, the patient experienced chest pain and electrocardiogram (EKG) was performed which revealed st elevation. The patient was brought back in the cardiac catheterization laboratory and stent thrombosis was then noted. A non-bsc extraction catheter was used several times and the stent look good on intravascular ultrasound. No further patient complications were reported and the patient's status was fine.